Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was noted that asystole and loss of capture was observed on telemetry. The patient also experienced syncope/pre-syncope and they reported that they felt the implantable pulse generator (ipg) "jolting" them. The rv lead was revised and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.